Event description:
It was reported that pieces of the device were broken off. There was no harm or adverse event for patient, operator or third party reported by the customer. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that pieces of the device were broken off. The reported event was confirmed as the evaluation revealed that the tip pin is broken and therefore the jaw has come loose. Further the shaft is bent. This is typically caused by applying excessive leveraging forces. Also the device shows signs of metal surface oxidation.